Event description:
A customer reported that the t:slim x2 pump battery would not charge, causing the pump to shut down. The issue was identified as related to the power source, with a power source alert present in the pump's history. The customer initially used a computer usb port instead of a tandem wall adapter. Switching to a non-tandem wall adapter resolved the charging issue. The customer¿s blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact reported. Technical support advised the customer to reset the insulin on board and max hourly bolus and to restart cgm sessions manually after a pump reset. The customer was informed about the compatibility of charging supplies and a replacement tandem wall adapter was dispatched via two-day shipping. It was advised to monitor the situation and contact support if the issue recurred.